Manufacturer narrative:
This article was found during a recent literature search of this device. Please note that patient specific details (demographics) are not available. The device is a trapease filter and the catalog and lot numbers are not available. Tsui, b., moon, e., zheng, j., kapoor, b., & wang, w. (2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. Journal of vascular surgery: venous and lymphatic disorders, 6(5), 599-605. Doi:10.1016/j.jvsv.2018.03.012. As reported in the publication by tsui et al. (21-jun-2018), outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; a trapease filter was placed and subsequent abdominal radiograph imaging showed a fracture in the filter. The patient had a history of deep vein thrombosis (dvt) occurring one month prior to presenting with severe infection of the right lower extremity, requiring amputation. A trapease filter was placed at that time. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the limited information provided, the exact cause of the reported ¿filter- fractured- in patient¿ could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the publication by tsui et al. (21-jun-2018). Outcomes of the trapease inferior vena cava filter over 10 years at a single health care system. J vasc surg venous lymphat disord. 2018 sep;6(5):599-605; a trapease filter was placed and subsequent abdominal radiograph imaging showed a fracture in the filter. The patient had a history of deep vein thrombosis (dvt) occurring one month prior to presenting with severe infection of the right lower extremity, requiring amputation. A trapease filter was placed at that time.